Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The reporter provided two different dressing model numbers (B)(4) (10 inch) and (B)(4) (12 inch) as the specific model number could not be verified. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported that a knee incision developed wound dehiscence. The incision was covered with a surgical cover dressing and nt removed until day seven. The protocol for this surgeon is to place the dressing on immediately in post-op and then on day three, remove the dressing. However, the dressing was not removed until day seven.